Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the recognition and engagement failures were not replicated during in-house testing. The instrument was placed on an in-house system and passed the recognition and engagement tests multiple times. The maryland bipolar forceps moved intuitively with the full range of motion in all directions. The grips opened and closed properly. There was no damage to the radio frequency identification (rfid) tag. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of the grip tips with an exposed electrode. The maryland bipolar forceps passed the electrical continuity test. No damage to the conductor wire was observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an engagement error was triggered when the maryland bipolar forceps instrument was inserted into the carriage. The customer tried to undrape and re-drape the universal surgical manipulator (usm) on the patient side cart (psc), but the engagement failed three times. Upon inspection, the input disk had fallen off and a backup instrument was used. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no arcing issues, only the failed engagement of the instrument and the disc falling off. No thermal damage was observed. There was no patient injury during or after the surgical procedure. N photos are available for review.